Event description:
Related manufacturer report number: 3006705815-2022-18973. It was reported that the patient experienced ineffective stimulation. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.